Manufacturer narrative:
Examination show melting in the area of the on/off power switch indicating the heating/burning must have originated there. There was no arcing or failure of the switch components. The burning is near the bottom outside of the switch, which can only be duplicated when the switch is exposed to fluid, most likely while cleaning the device. The manual warns against using liquids directly on the device.

Event description:
Oxygen concentrator caught fire. There was no damage or injury, looked like the on/off switch had shorted out and caught fire. Smoke was coming from unit and the on/off switch was glowing orange.